Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that patients and orders did not cross over. A technical support specialist found that the .net services were not running following an iis restart; after starting the services, messages began flowing through the es system properly again. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that, when using the bd pyxis¿ es server, the patients and orders were not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.